Manufacturer narrative:
Device evaluated by manufacturer. Returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone and 93.5mm from the nosecone. The stent is partially deployed and the rack is no longer in the manufactured location. Microscopic examination revealed no additional damages.

Event description:
Reportable based on device analysis completed on 04may2021. It was reported that the stent was partially deployed. A 6x150x130 innova self-expanding stent was selected for use for a procedure in the superficial femoral artery (sfa) along with a .035 non-boston scientific guidewire. The lesion was 60-70% stenosed post dilation and moderately calcified with moderate tortuosity. During the procedure, the physician could not pass the stent through the lesion. The procedure was completed using a 6x120 epic stent. However, device analysis revealed the stent was partially deployed.